Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occured. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. One of the larger balseals was deformed, but still attached to the post. Nothing was broken and no material was missing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that a spring on the spacer block is deformed, and the plastic on the t-handle has a crack in it. They are consignment instruments and will need to be replaced. Both were broken intraoperatively. There was no impact on surgery, and surgery time was not affected. All pieces are accounted for.